Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head was not functioning. Details of the specific issues were not available. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: the reported event could not be confirmed; the rf (radio frequency) head passed functional testing. Analysis found the rubber portion of the rf head label is missing (damaged).